Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer advised they did not feel good, they passed out, the hospital was able to revive them, they went to the hospital and they do not recall how low their blood glucose level was during the time of hospitalization. Customer's most current blood glucose level was 153 mg/dl. Troubleshooting was declined. Customer was treated for their low blood glucose levels during their hospitalization. The insulin pump will not be returned for analysis.